Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported the adhesive from the infusion sets were not sticking to her skin. The customer alleged the infusion sets were defective. Caller reported that this has occurred with several infusion sets. The lot number was not provided. No adverse event was reported. The infusion sets were requested to be returned for product evaluation.